Event description:
It was reported that during a low anterior resection procedure, the only info available at this time is that the staples did not close. The case was hand sewn. Surgery was prolonged 30-60 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.